Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience elevated blood glucose (bg value not provided). As the contact did not have pump at the time of the report, tandem technical support was unable to perform a pump system check or confirm pump data basal iq/basal delivery information.